Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18775 and 1627487-2013-18777. The patient is implanted with 3 leads (2 from the same lot and 1 from a different lot) as part of her scs system. It was reported the patient experiences a burning pain at the ipg site with stimulation on. The issue begins to subside after the patient turns stimulation off for one hour. The sjm representative met with the patient and diagnostic testing revealed low impedance readings on multiple lead contacts. Reprogramming was able to provide effective stimulation. The physician examined the patient and determined the area of pain was at the patient's lead incision site and also diagnosed the patient with fibromyalgia. The patient declined to undergo surgical intervention and is being treated for fibromyalgia to manage the burning pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.